Event description:
Noted that blood was in iabp tubing. No alarms sound. Iabp turned off and tubing clamped off using hemostats. Physician came in and removed the balloon. Datascope notified to evaluate pump since no alarm sounded. Pt had similar episode of balloon rupture on 2/6/96. This was second iab insertion.